Manufacturer narrative:
In follow up with the customer on (B)(6) 2017, the customer stated that she started using the pump in style in (B)(6) 2016 and used it for three months before she developed mastitis. She stopped using the pump in style and started using a symphony pump. The customer refused to return the pump in style for evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that she gave her pump in style breast pump to her cousin, who was experiencing low suction while using it. She indicated that she gave it to her cousin because when she herself used it back in (B)(6), she developed mastitis, for which she was prescribed antibiotics.